Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The infusion sets were falling off. This occurred with 5 infusion sets from the same box. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.